Manufacturer narrative:
Initial.

Event description:
It was reported that a user who switched to a freestyle libre 3 plus attempted to use a sensor with the ilet but received an in-app message indicating the sensor was already in use, which prevented glucose readings on the ilet. Symptoms included no sensor glucose values available on the ilet. Outcomes included user education and successful activation of a replacement libre 3 plus sensor on the ilet after guidance. Investigation included technical troubleshooting, verification of device pairing steps, and confirmation that the prior scan in the manufacturer's libre app linked the sensor to another device, which blocked pairing with the ilet. Investigation of this case revealed that the sensor had been paired to a different application before ilet setup, consistent with a use error and expected device behavior for sensor exclusivity; the ilet and sensor hardware and software were functioning as designed once a new sensor was correctly paired. It was concluded, based on previously established findings for similar reports, that the cause was user error pairing to a non-ilet application prior to ilet activation, resulting in a use-device incompatibility.